Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix ethyl vinyl acetate (eva) total parenteral nutrition (tpn) bag was leaking near the labeling printed on the front of the bag. The leak was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a hole in front of the bag on the black line above the word ¿exactamix¿. Microscopic inspection revealed that the hole was above the letter ¿m¿. Functional testing was performed and revealed a leak from the hole. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.